Manufacturer narrative:
A quattro catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. A pinhole leak was noted at the medial 2 balloon immediately after pressurizing the catheter immediately after pressurizing the catheter. Evaluation of the returned devices confirmed the customer reported issue as quattro catheter pinhole leak at the medial 2 balloon. The probable cause for the customer reported issue was due to user mishandling, including, but not limited to damage during device operation.

Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 04/04/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during treatment with the quattro catheter blood was seen in the teal port line. The catheter was changed for another (type unknown). No patient sequelae was reported. No additional information was provided.